Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported patient effects of embolism and ischemia are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in the mildly calcified right common femoral artery (rcfa) using the pre-close technique, via a 6f sheath, prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sheath was upsized to a 14f and the tavr procedure was completed. The sutures of the two proglides were used to achieve hemostasis; however, there was still some blood "oozing" from the access site. A third proglide device was deployed and hemostasis was achieved. Shortly after closure with the proglides (while the patient was still in the cath lab), it was noted that the patient had no blood flow in the leg and the leg became cold. Imaging showed that an occlusion had occurred. The imaging was taken after deployment of all three proglides. A vascular surgeon was called in and cut down surgery was performed. During the cutdown surgery, the physician removed blood clots that had migrated downstream and performed a femoral popliteal bypass. Additionally, the patient required a blood transfusion. The procedure took 10 hours to complete; therefore, there was a clinically significant delay in the procedure. Hospitalization was prolonged. There was no reported adverse patient sequela.